Manufacturer narrative:
An ic-bipolar head dislocated out of the natural acetabulum after being implanted for about 1 month. The manufacturing protocols of the affected products were checked. These show no deviations. An x-ray and the affected devices were available for inspection. The x-ray shows a dislocated (luxated) ic-bipolar head from the natural acetabulum and a disconnection between the ic-bipolar head cocrmo and the ic-head biolox¿ forte taper. It can be assumed that, firstly, the dislocation of the ic bipolar head from the natural acetabulum occurred and, secondly, subsequently the disconnection of the ic-bipolar head and the ic-head biolox¿ forte taper took place. Dislocation: what originally led to the dislocation of the bipolar head from the natural acetabulum is unknown. It is suspected that the dislocation is patient-related because based on the examination there is no product failure or technical error recognisable, but this cannot be established with certainty. Disconnection: it could be possible that due to changed forces within the dislocated prosthesis the biolox¿ forte head was levered out/pulled out of the bipolar head. However, this cannot be said with certainty. It is also possible that a disconnection was caused during an attempt at closed repositioning (not reported). The observed notch on the safety ring probably occurred after disconnection and most likely represents a pressure mark caused by the stem or the biolox¿ forte head. The calculated rate of occurrence for dislocation is below the threshold that is defined by the risk management. No measures required.

Event description:
Implantcast received the following report from the (B)(6) license partner on 26-sep-2019: 'patient got primary hemi-athroplasty on (B)(6) 2019. According to the x-ray, biolox forte head remains combined with ecofit stem but dislocated from the ic bipolar head without safety ring removed. At the time of the revision surgery, it is confirmed that the biolox head was dislocated without any damage of the safety ring. Therefore, surgeon removed the biolox forte head and bipolar cup and re-combined them to test the situation'.